Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. The used sample was viewed with 10x magnification. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6064801. Conclusion: no damage was identified and the complaint was not confirmed.

Event description:
It was reported that during usage the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter blood squirted out of the vacutainer from what appeared to be a pin hole. The nurse was utilizing standard precautions and was able to avoid the spray of blood. There was no report of injury or medical intervention.